Event description:
The customer reported that the heartstart xl+ displayed a pacer low output while running on battery power. There was no indication of negative patient impact, the device was put onto ac power and used to complete the procedure.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.